Manufacturer narrative:
Load cell.

Event description:
It was reported by service report that the scale is not weighing accurately and the fowler is drifting. No pt involvement or adverse consequences are reported.